Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a cartridge became stuck in the ilet pump chamber after the luer connector broke while attached, and the user was initially unable to remove the connector and cartridge; the user subsequently removed the components and completed a supply change without further assistance. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed a connector break with resultant difficulty removing the cartridge, consistent with a device connection issue at the luer interface. It was concluded, based on previously established findings for similar reports, that the cause was user handling and device-component interaction leading to a transient mechanical obstruction that resolved with removal and replacement.